Manufacturer narrative:
A picture was received for evaluation following biosense webster's (bwi) procedures. According to pictures provided by the customer, the catheter was observed damaged. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The device was returned to biosense webster for evaluation. Visual inspection and deflection test of the returned device were performed following bwi procedures. Visual analysis of the returned sample was performed and the pebax was observed broken. A deflection test was performed, and the curve was deflecting within specifications. No deflection issues were observed. The deflection issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The broken pebax observed could be related to the broken tip issue reported by the customer, the complaint was confirmed. The root cause of the pebax damage could be related to the pre-shaping of the device before the procedure as mentioned by the customer. The instructions for use (IFU) contain the following recommendations: always pull the thumb knob back to straighten the catheter tip before insertion or withdrawal of the catheter; when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor; do not manually pre-shape the distal shaft of the catheter by applying external forces intended to bend or affect the intended shape or curve of the catheter. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and during procedure, the catheter was unable to deflect or relax completely. There were lifted or sharp rings. There was no resistance or wires exposed. The catheter was pre-shaped. A second device was used to complete the operation. There was no adverse event reported on the patient.